Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed after programming changes were made due to a previous instance of myopotential oversensing. The oversensing was reproducible with deep breathing. The patient was in good condition. Further programming changes were made and the noise was not reproducible with deep breathing. The patient will continue to be monitored.